Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 10mg/ml at 5mg/day via an implantable pump. On (B)(6) 2020 it was reported that the patient¿s pump tilted and was eroding through right abdomen pocket. The environmental, external or patient factors that may have led or contributed to the issue was the patient had a pump replacement in december. The actions and interventions taken to resolve the issue was a pump pocket revision was done. The pocket fluid was tested for infection and no evidence of active infection seen in pocket. The pocket was moved to upper right chest wall. Originally the catheter length was 100.3 and they ended up trimming 43.5cm off the original catheter and added an 8784 catheter 73.7cm back on to tunnel up right upper chest wall. The total of the new catheter was 130.5cm. The physician was unable to clear the existing catheter so post op the catheter was not primed. The physician was aware that the patient may get underdosed as the catheter primed on its own. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.